Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they identified a" long brown hair in the vasoview hemopro 2 sterile packaging prior to dropping on table. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/16/2025. An investigation was conducted on 05/20/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned in a opened product packaging with the device inside the plastic carrier. The outer product packaging was not returned for evaluation. There were no visual defects observed on the devices inside the plastic carrier. There was no hair observed anywhere in the plastic protective carrier. Based on the returned condition of the device as well as the evaluation results, the reported failure "contamination /decontamination problem" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000473426 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.